Manufacturer narrative:
Additional information was received and noted a new, related complaint involving the automated impella controller was determined to be associated with the impella 5.5 assigned to this medwatch report. Refer to the no product return investigation results below for details on its association with the impella 5.5 device sensing issue. No product return investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding adverse events: retroperitoneal hemorrhage: gastrointestinal bleed reported during pump support, the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Access site adverse event: clinical details noted that the 12 days after pump explant, a hematoma at old impella site was observed. The hematoma at access was found to be a mass. The cause of the access site adverse event could not be definitively determined as limited clinical details were provided. Regarding device malfunction, optical sensor issue: clinical details noted that the placement signal would intermittently go out. Echocardiogram was performed and pump measured at 3.7cm and advanced 0.5cm. Data logs were reviewed and a sudden increase in placement signal to 3000 on day 52 of support. Optical parameters are consistent with oscillating contrast of the automated impella controller console. Upon review of data logs, it is apparent that the console is the potential cause of the issue. No defect was found with the pump based on returned data log analysis. H6: investigation: type, findings and conclusion codes and h6: component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 report is one of three devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5 pump 1 and automated impella controller related to/cause of the optical sensor issue.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with a second impella 5.5 for continuation in therapy and experienced bleeding requiring discontinuation of anticoagulation, device sensing issue and hematoma. The patient was initially implanted with an impella cp device for mechanical circulatory support and then escalated to an impella 5.5 device. On the 12th day of support, the hospital staff member tripped over a cord which caused a separation from the proximal end of the red plug. A pump stop occurred and emergent replacement for continuation in therapy was needed. Now on the secondly placed impella 5.5, the patient was receiving chemotherapy and choked and had a hypoxic episode. Once back on the unit, the patient coded and had to be intubated. Approximately 43 days after starting support on the secondly placed impella 5.5 device, the patient developed a gastrointestinal bleed that required discontinuation of anticoagulation. It could not be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the outcome of the bleed for the patient. Seven days later, anticoagulation was restarted. The next day, placement signal was noted intermittently and caused confusion. An echocardiogram was performed. The pump was 3.4 centimeters in left ventricular and advanced by .5 centimeters. The patient continued on impella support and now 8 days later, the patient was noted to have fully recovered neurologically and was ready for a durable left ventricular assist device, planned for the following week. Notedly, the patient was not a candidate for an orthotopic heart transplant due to malignancy. Impella support was continued. However, subsequently, heparin was stopped again due to an ¿old¿ hematoma at the impella site. Assessed by the vascular team, there was a hematoma at the site but now there was a mass. There were no signs of active bleeding and, therefore, heparin was restarted again. The second implanted impella 5.5 device was eventually explanted with a survived patient outcome.

Manufacturer narrative:
Refer to related manufacturer device report number 1220648-2025-26713 for the first impella 5.5 that had the pump stop. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Retroperitoneal hemorrhage: gi bleed reported during pump support. The cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Access site adverse event: clinical details noted that the 12 days after pump explant, a hematoma at old impella site was observed. The hematoma at access was found to be a mass. The cause of the access site adverse event could not be definitively determined as limited clinical details were provided. Optical sensor issue: clinical details noted that the placement signal would intermittently go out. Echo performed and pump measured at 3.7cm and advanced 0.5cm. Data logs were reviewed and a sudden increase in placement signal to 3000 on day 52 of support. Optical parameters are consistent with oscillating contrast of the aic console. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to (B)(4) for an investigation into the console. No defect was found with the pump based on returned data log analysis.